Event description:
It was reported that during a lap appendectomy, the device would not release once fired. No other information at this time.

Manufacturer narrative:
Date sent: 10/23/2007. Information not available, device not returned for analysis.